Event description:
It was reported there was a leak in the hemostasis seal of the agilis introducer. The leak was noted immediately following transseptal puncture. A bard orbiter catheter, transseptal needle, dilator and guide wire were inserted at the time the leak was noted. The introducer was replaced and the procedure was continued with no consequences to the patient. Additional information was requested but was not available.

Manufacturer narrative:
(B)(4). Visual inspection revealed there were two kinks observed located 1.1 and 2.1 inches proximal from the tip end of the shaft. Leak testing using pressure and submerging the introducer in water detected a leak at the valve. The hemostasis cap was then removed and the 2 part seal was examined revealing a round hole, .015 inches in diameter through the top half of the seal system causing the leak. The hole was consistent with the shape and size of a transseptal needle. Review of the device history records confirmed the device met manufacturing requirements prior to shipment. The root cause classification is consistent with operational context as device performance was limited due to anatomical/procedural factors.